Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited low impedance, sensing anomaly, and loss of capture. During lead revision, the physician noted the lead exhibited insulation anomaly. The lead was explanted and replaced successfully. The patient was in stable condition.